Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an unspecified quantity of exactamix 2400 valve sets. Air was introduced into the valve sets as soon as ingredients started flowing from port 4. There was nothing unusual regarding the inlets or source containers of port 4; however, this same pattern occurred consistently with each of the first several bags that were pumped. After new valve set assemblies were attached, the issue resolved and air was no longer introduced into the fluid pathways. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.